Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The sample was received sealed inside its pouch. A visual inspection was performed and it was observed the 15mm connector is broken. A dimensional test was performed and no difficulty was observed at the time of insertion nor extraction, and this is within specification. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the time of delivery of the input, the device was separated from the adapter which makes it no longer work. The failure was noted before it was used in patient and it was not used in a patient. The issue was happened during dispensation from pharmacy, thus there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the time of delivery of the input, the device was separated from the adapter which makes it no longer work. There was no patient injury.